Event description:
The customer noticed that the average on his meter was 7.5 mmol/l. He had not been aware that the meter was reading in mmol/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter is to be sent.